Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The apl valve was replaced. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the adjustable pressure limit valve (apl) was not operating as expected. There was no report of patient involvement.